Manufacturer narrative:
(B)(4) device returned to MFR: the device was returned for evaluation. Evaluation of the returned device revealed that a damaged at the lap joint was observed in the sheath assembly. Impedance testing shows a good unit wave form. Full image characterization testing could not be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on investigation completed on (B)(6) 2016. It was reported that lost image occurred. During a percutaneous coronary intervention (pci), an opticross¿ was used to view the lesion. However, during the 1st run lost imaging occurred. The procedure was completed with another with the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed the sheath was separated.